Event description:
It was reported that a pump malfunction occurred, identified by a malfunction code that was resettable. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and there was no recurrence of the malfunction after the reset. The customer was informed to continue using the pump and contact support if any issues arise again. Additionally, a data review indicated that unacknowledged alerts and alarms were depleting the battery, and the customer was to be educated on acknowledging these alerts and updating the pump software.